Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller with the process. After resetting, the malfunction did not recur, and the customer was informed about a software update available to mitigate future malfunctions. The customer was able to continue using the pump and received an email with instructions for the software update.